Event description:
On (B)(6) 2011, rayner intraocular lenses limited became aware that the surgeon had explanted the intraocular lens, due to suspected opacification. The lens had been implanted on (B)(6) 2009. The date of explantation is not known.

Manufacturer narrative:
This product is not distributed within the us; however, since the lens is similar to the rayner 570c iol, available in the USA, this event is being reported. Review of batch history records indicates routine mfg of all lenses in the batch. A review of complaint records shows no other complaints of a similar nature on this batch of product. Results of testing by independent test laboratory are awaited. Add'l info will be provided, if applicable, once results have been reviewed. (B)(4).